Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient felt the device had moved and that it hurts once in a while. It was further reported the icm sticks out and they can feel a bump. The icm remains in use. No further patient complications have been reported as a result of this event.